Event description:
It was reported that tip break occurred. The target lesion was located in the left circumflex. During pci procedure, an opticross was advanced to the target lesion; however, resistance was met and it was observed that the catheter tip got broken. The procedure was completed using a different device. No patient complications were reported.

Event description:
It was reported that tip break occurred. The target lesion was located in the left circumflex. During pci procedure, an opticross was advanced to the target lesion; however, resistance was met and it was observed that the catheter tip got broken. The procedure was completed using a different device. No patient complications were reported. Device evaluated by MFR: the product was returned for analysis. A kink was observed in the imaging window assembly in the distal end. No other issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.